Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found slight residual tissue entwined on the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and pacing inhibition. A lead dislodgement was identified. An invasive procedure was performed. An attempt to reposition the lead was unsuccessful and the lead was explanted and replaced. Tissue was observed in the helix mechanism upon explant. No additional adverse patient effects were reported.